Manufacturer narrative:
The device was received at mentor without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 7.5 cm on the anterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. The device history record ( DHR) of lot number 6010972 was reviewed on 8/16/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation with mentor smooth round moderate plus profile 500cc saline prostheses experienced deflation on the right breast prosthesis post procedure. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate plus profile 570cc saline prostheses on (B)(6) 2018; catalog #3502500, s/ns (B)(4) (l) and (B)(4) (r). Lateral and inferior device migration on the left breast prosthesis was indicated during replacement procedure. In addition, the patient underwent partial capsulectomies and left side capsulorraphy. The patient tolerated the procedure well. This report is for the right breast prosthesis. See manufacturer report number 1645337-2018-05308 for the contralateral prosthesis.

Manufacturer narrative:
Updated device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 7.5 cm on the anterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. There is no evidence that the issue is related with manufacturing. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).